Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain / pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify, no". The patient's medical history included arthritis, fibroids, vitamin d deficiency and oral contraceptive. Concomitant products included intrauterine contraceptive device (iud nos) until on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, weight increased, dysmenorrhoea, tooth disorder, dyspareunia, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: total hysterectomy (uterus and cervix removed) and hysterectomy (partial). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received- model number was updated from essure 205 to essure 305. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain / pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's medical history included arthritis, fibroids and vitamin d deficiency. Concomitant products included intrauterine contraceptive device (iud nos) until (B)(6) 2009. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, weight increased, dysmenorrhoea, tooth disorder, dyspareunia, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: total hysterectomy (uterus and cervix removed) and hysterectomy (partial). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: case become valid as previous event injury nos is replaced with below events. Aka name added, reporter added, patient demographic added, essure removal date added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), migraines, headaches, lower abdominal pain, weight gain, device monitoring procedure not performed. Events severity and medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.